Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) battery is being drained and will not charge. No harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter name is (B)(6). Corrected field: e1 (initial reporter) updated fields: b4,d8, d9, g1(contact person ¿ mfg site) g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 despite 3 requests, customer had not provided hcpo. Closing case. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.